Manufacturer narrative:
Date sent: 06/25/2009. Info is unavailable; device was not returned for evaluation. Evaluation summary: as a lot or batch number was not received, a device history could not be performed.

Event description:
During a marketing survey, the following incident was identified as a complaint. It was reported by the rep that during an unk procedure, the surgeon taped the trocar housing in place because it leaks between the clear and white piece on the hasson. No additional info was provided. Additional info cannot be obtained as the survey was conducted anonymously. Efforts were made to "unlock" the survey to obtain submitter info. These efforts were unsuccessful. Pt consequence was not reported. The device status is unk but will not be returned. A corrective and preventive action has been initiated as a result of the survey to ensure that info provided through surveys is conducted in concurrence with the complaint process. In addition, a corrective action has been initiated to investigate the issue with trocar insufflation leakage.